Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07nov2019.

Event description:
The customer reported the v60 will not power on. The customer called the manufacture's remote support technician who instructed the customer to remove the battery and connect to alternating current. The customer reports the unit turning on and then powering itself off again with a 5volt error. The support technician recommended the customer to order and install a power management board. The customer confirmed that replacing the power management resolved the reported problem. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.